Manufacturer narrative:
(B)(4). Date of initial report: 10/06/2016. Date of follow-up report: 10/10/2016. The unit was returned and the investigation did not identify anything that would have caused or contributed to the reported event. The unit was found to function normally and within specification.

Manufacturer narrative:
(B)(4). To date the unit has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A review of the appropriate device history records indicate rework performed on this serial number is not related to this evaluation.

Event description:
The customer reported that an internal burn to the patient occurred near the ovaries that did not require any medical intervention. Handpiece was activated intentionally however or staff believes the generator output was high resulting in the burn.